Event description:
Customer posted in saalt's (B)(4) group that their iud was dislodged since they didn't fully release the suction when removing their cup. Customer was asked if she was okay, and was also asked to email us at (B)(4) so we could find out how she is doing and offer other tips and support. Customer responded explaining that she had successfully used her cup for almost 2 years without any troubles. The most recent time she removed her cup, the iud was dislodged. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.